Event description:
It was reported that during an ent procedure, it was noticed that the reflex ultra ptr coblator ii wand's silicone tip had detached and got missing, as it might have fallen into the patient¿s nasal cavity. The procedure was resumed without any delay, using an equivalent s+n back up product. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is missing its insulation. The entire shaft has been pulled out from the wand and pulled the internal wire out with it. The shaft is only attached by its wire. A functional evaluation could not be performed on the returned device due to the shaft cable damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, the clinical root cause of the reported electrode breakage could not be determined. Procedural variance as a contributing factor to the reported event could not be ruled out. The missing tip has underwent biological evaluation testing which demonstrates that the device is biocompatible for the intended use. If retained within the patient micro-motion or movement cannot be predicted and there would be potential risk for tissue inflammation and/or pain. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, or mechanical displacement of tissue through applied force). Based on this investigation, the need for corrective action is not indicated.